Manufacturer narrative:
Product analysis the device was returned with the balloon in a pre-inflated state, a visual inspection of the device found a kink on the balloon adjacent to the distal markerband, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an evercross pta balloon device for patient treatment in the mid iliac artery ¿ common reported to be fibrous and exhibiting plaque with moderate tortuosity and calcification with 80% stenosis. No abnormalities reported in relation to anatomy. Balloon was inflated using a syringe. Device prepped as per IFU with no issues noted. It was reported that a kink/twist was noted at the tip of the balloon. The balloon was used for dilatation. After the balloon was removed, it was found that there was a crease at the tip of the balloon, and it could not be dilated normally. Then a new balloon was replaced and dilated normally. The new balloon was replaced and dilated again, and the surgery was successfully completed. No patient injury reported for this event